Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the patient went to the e.r. And was treated and released (not admitted to hospital) for severe vomiting, headaches, and body aches. It was further reported that when the patient's pump was being changed out, there appeared to have been quite a bit of medication left in the cassette. No alarm had sounded or displayed, and the patient therefore assumed that the pump was operating as intended. It was also noted that the patient appeared to have experienced severe side effects due to the under infusion by the malfunctioning pump. No further complications were reported. The faulty pump was returned to the manufacturer, and a replacement pump was sent to the patient. The patient was receiving medication as indicated below: dose or amount: 20 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from 2017 to ongoing. Diagnosis or reason for use: pah.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the pump's outlet valve was damaged. Review of the pump event log noted high pressure alarms were recorded. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be over delivering outside of the published specification of +/-6%. The pump's valves and expulsor were replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint regarding delivery accuracy was confirmed. The root cause was attributed to the pump valves and expulsor.